Manufacturer narrative:
The following devices were also listed in this report: tri cemented stem 12mmx50mm; cat# 5560-s-112; lot# 0038640d. Tri ts femur sz5 right; cat# 5512-f-502; lot# tdeg. Tri post augment sz5 5mm; cat# 5543-a-500; lot# srts. Triathlon total knee system offset adapter 4mm; cat# 5570-s-040; lot# 0036726a. Tri ts baseplate size 5; cat# 5521-b-500; lot# uesla. Triathlon asymmetric x3 patella; cat# 5551-g-320; lot# dv09. Tri cemented stem 12mmx50mm; cat# 5560-s-112; lot# 0037376k. Tri post augment sz5 5mm; cat# 5543-a-500; lot# mrml. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was disposed of by the hospital and not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Recurrent e. Coli infection. Had to remove all hardware.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: patient had a two-stage infection treatment for infection of his triathlon total knee arthroplasty the latter relating to reconstruction with triathlon ts system devices. One month after reimplantation, infection did recur requiring an irrigation and debridement (I&d) with poly liner exchange. Despite this I&d, infection did recur requiring all hardware to be removed leaving the patient without devices for the time being. The type of bacteria involved was listed as ¿e coli¿ which represents a gastro-intestinal origin species and is typical for hospital related infections. In this case no correlation between any specific device property and infection can be established. An infection was already present prior to current device implantation. As such, this case is not device-related but has its root cause in an adverse mix of patient-related and procedure-related factors similar to this patient¿s case and is a further extension of these adverse events. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot and sterile lot indicated. Conclusions: the investigation concluded that the case is not device related but has its root cause in an adverse mix of patient-related and procedure-related factors. A review of the technical evaluation for the reported infection indicated that based on the data reviewed, it has been determined that the introduction of the reported causative agent of this post-operation infection was not via the medical devices (i.e.: triathlon femoral(s), triathlon insert(s), triathlon patella(e), triathlon baseplate(s), triathlon stems/extenders, augments). A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. If additional information and/or device becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
Recurrent e. Coli infection. Had to remove all hardware.